Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Enduser was driving down the ramp out of his van when the left wheel went straight up and would not come back in contact with the ramp. Once the chair was back on level ground the wheel slowly came back down into position. MDR filed.